Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap with povidone iodine had a sponge that was separated from the cap. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with and found the sponge completely separated from the minicap. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.